Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the remote manager attached to the fridge of the medstationes was not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not detected on the bus. A field service engineer cleaned the latch mini switches and reseated the connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the remote manager attached to the fridge of the medstationes was not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.